Manufacturer narrative:
Model number/catalog number: sc-2218-70, serial number: (B)(4), model/catalog description: linear st lead kit 70 cm.

Event description:
A report was received that the patient was not getting coverage on the left side. The patient underwent a revision procedure wherein two lead extensions were added. The patient was doing well.